Manufacturer narrative:
A lumenis service engineer visited the site the day after the reported event, and found that the laser system's display voltage settings were below specification causing the display to go 'blank'. The voltage was re-adjusted to specification and the system was returned to the facility in working order. A review of subject device service records revealed that the subject device has had its annual pm calls on time, during which all required actions had been performed. A review of historical product complaints shows that the same malfunction of a display failure has not led to serious injury in the past. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device (lithoclast) as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this as an adverse event.

Event description:
A foreign user facility reported that during a ureteroscopic lithotripsy procedure in which a lumenis versapulse powersuite 100w laser was being utilized, the display screen on the system went blank and the laser could no longer be used. The remainder of the procedure was completed by use of a lithoclast. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition

Manufacturer narrative:
Correction. The original medwatch report of this event had been reported as a serious injury in block h1. Since the device malfunction in this event did not cause or contribute to any change in the patient's condition that would be considered a reportable "serious injury", lumenis is retracting the serious injury report and changing the report to a malfunction (in block h1).